Manufacturer narrative:
Evaluation results: one portex endotracheal tube was returned for investigation. The sample was received in used condition without its original packaging. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. No discrepancies were observed. The cuff of the returned sample was inflated using a syringe in order to verify for any deformation in the cuff. No discrepancies were observed. The customer reported product problem was not verified.

Event description:
Information was received that while a smiths medical endotracheal tube was in use while connected to a ventilator, no oxygen supply was noted to be delivering to the patient. The doctor scoped the device and found it to be kinked above the cuff. As a result, the device was removed and a new endotracheal tube was inserted. No patient injury occurred and the incident was reported to be resolved.